Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tnl) results on multiple draws from one patient that were generated by the unicel dxl 800 access instrument. An ICU patient, with sepsis, has been drawn multiple times and tested for accu tnl and elevated results were obtained. The customer indicated that the samples were re-spun, re-tested and accu tnl results were still elevated. Per customer, they believe that better results were obtained when the samples were re-spun twice, aliquoted, and re-spun a third time. Accu tnl results obtained in this event were in the range of: 0.022ng/ml to 4.286ng/ml. It is unknown if the results were reported out of the lab. The customer did not receive any report of patient injury or death attributed to or connected to this event.

Manufacturer narrative:
Qc results were within specifications. No other results were questioned at the time of this event and no instrument errors were reported. All samples from this patient were good quality samples. A field service engineer (fse) was not dispatched to the customer's lab as this event was isolated to one patient samples. The customer lab was contacted by beckman coulter inc. (Bci) and referred to literature on falsely elevated accu tnl results due to sepsis. Poor sample quality due to sepsis may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.